Event description:
A falsely depressed troponin I result of 0.14 ng/ml was obtained on a pt sample. A previous result of 138 ng/ml was obtained. The lab repeated the test on the same sample and a result of 68.1 ng/ml was obtained. The falsely depressed result was not reported to the physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result.